Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plaque shift occurred during implantation of two resolute onyx stents (0008835623 and 0008841599) in the 1st diag into the lad during the index procedure. The plaque shift was treated with the implantation of one other resolute onyx stent. The patient recovered. The investigator assessed the event as causally related to the index device and not related to anti-platelet medication. Sponsor assessed the event as causally related to the device and not related to the anti-platelet medication.